Event description:
It was reported that a patient blood glucose (bg) level dropped 70 ng/dl and the paramedics were called. The omnipod personal diabetes manager (pdm) did not alarm to alert the patient. Symptoms reported include heavy sweating and was yelling. As treatment, a manual injection of glucose was given.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.